Manufacturer narrative:
The device was received by the MFR however, the complaint could not be replicated. Internal components were evaluated and extensive corrosion and debris was found. A sample of residue taken from the interior of the device was sent for testing. The test results confirmed the sample was comprised of 400 stainless steel debris, cleaning residue, and bone particulates. Due to the extent of the corrosive damage, the device could not be repaired and was discarded.

Event description:
It was reported that during a craniotomy, a greenish fluid leaked from the duraguard attachment into the surgical site, contacting the pt's dura. The surgical site was irrigated and the leaked fluid was suctioned away. The procedure was completed with backup equipment that was readily available. No further medical intervention was applied and the pt was discharged, with no report of infection or any other adverse consequences.